Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited the emergency room with high blood glucose over 500 mg/dl and high ketones. Customer experienced symptom of vomiting and was treated with intravenous saline. It was stated that the battery cap on the customer's insulin pump began to wear out about a year prior to the incident and there was an issue removing it, beginning around three months before the incident. Nothing further reported.